Event description:
Caller reported that insulin gauge showed a different amount than expected, despite the pump currently displaying a correct fill estimate of 105 units. There was no adverse impact to the customer's blood glucose level. The customer had already loaded a new cartridge before contacting technical support and successfully resumed insulin delivery.